Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a farawave was selected for use. During procedure the device was advanced into left atrium, then it was noted that the catheter could not be visualized on the map. Physician decided to move on without changing catheter at this time. Pulmonary veins were isolated successfully. The physician decided to use device for the back wall of the left atrium, and during this time it was clear that a spline inversion had occurred. Troubleshooting was performed, catheter was pulled inside sheath multiple times to try to fix the inversion. Once outside the body it was apparent that the spline inversion could not be recovered. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a farawave was selected for use. During procedure the device was advanced into left atrium, then it was noted that the catheter could not be visualized on the map. Physician decided to move on without changing catheter at this time. Pulmonary veins were isolated successfully. The physician decided to use device for the back wall of the left atrium, and during this time it was clear that a spline inversion had occurred. Troubleshooting was performed, catheter was pulled inside sheath multiple times to try to fix the inversion. Once outside the body it was apparent that the spline inversion could not be recovered. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected which confirmed the spline inversion seen during the complaint. Next the catheter was electrically tested which found no shorts or faults in the electrical system. When the catheter was connected to a known good mapping system the catheter was displayed as expected. Therefore, the cause of the spline inversion was determined to be device design. The lack of a signal allegation could not be confirmed through analysis as there was no issue with the catheter's signal when connected to devices.